Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen is cracked and the pump is not functional. Contacted stated that they did not know how it became damaged. There was no reported impact to the customer¿s blood glucose. The customer reported that manual injections would continue to be used for insulin therapy.